Manufacturer narrative:
Additional PMA/510(k) number (k101880)

Event description:
It was reported that the tsvtwb11 implant fractured at the hex.

Manufacturer narrative:
One zimmer tapered screw vent implant was returned for inspection. A visual inspection revealed that the device shows significant signs of wear and bone tissue attachment about the threaded region. The collar of the implant is confirmed to be fractured in two locations. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: tapered screw-vent® implant system¿ 5161, rev. 3/12. Instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16. Information identified: breakage: implant and abutment fractures can occur when applied loads exceed the normal functional design tolerances of the implant components. Potential overloading conditions may result from significant bone loss (e.g. >3mm), deficiencies in implant numbers, lengths and/or diameters to adequately support a restoration, excessive cantilever length, incomplete abutment seating, abutment angles greater than 30 degrees, occlusal interferences causing excessive lateral forces, patient parafunction. (E.g. Bruxing clenching), loss or changes in dentition or functionality, improper casting procedures, inadequate prosthesis fit, and physical trauma. Additional treatment may be necessary when any of the above conditions are present to reduce the possibility of breakage. Complaint indicates implant fracture at the hex. Alleged event regarding implant fracture was confirmed during investigation. A root cause for the complaint could not be determined. The following sections have been updated: adverse event. Product problem. Date of this report. Describe event or problem. Device availability. Contact office - name/address. Date received by manufacturer. Type of report. Type of reportable event. If follow-up, what type. Device evaluated by manufacturer. Device manufacture date. Evaluation code.

Event description:
It was reported that the doctor discovered that the implant (tsvtwb11) was fractured at the hex. The implant was removed as a result.

Manufacturer narrative:
Device available for evaluation change ¿no¿ to ¿yes¿.